Event description:
Customer's ot basic meter would not power on. This issue was not resolved with troubleshooting. They are experiencing symptoms of a dry mouth and feeling tired. They did have a back-up meter to test on. Meter has been replaced.